Manufacturer narrative:
H10. H3, h6: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaints history review was carried out across all pico products, there have been further complaints reported with this issue in the past three years. The device was intended to be used for treatment. It was reported that there was a loss of negative pressure. No samples were returned for analysis. A potential root cause for this problem is that there is an air leak with in the device. This can be caused for a number of reasons including: - dressing not applied properly, without creases and fixation strips; - filter/port not adhered to dressing correctly; - connector not correctly fastened and secured to the pump; - tubing trapped, folded over/kinked causing a blockage; - dressing integrity has been compromised; - skin has not been thoroughly dried before application of the dressing causing the dressing to not sufficiently adhere to the skin. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause on this occasion. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that in a clinical observation of "incisional negative pressure wound therapy dressings (inpwtd) in routine primary hip and knee arthroplasties", that the pico negative pressure wound therapy (smith & nephew) was applied in 209 patients, 1 of these patient presented re-application of the inpwtd as a result of loss of vacuum. It is unknown treatment of this complication. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.